Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including surgeries on (B)(6) 2006 and (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/06/2013.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00036. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) dyspareunia, (B)(4) bladder dysfunction. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, and dyspareunia. It was also reported that patient underwent partial release of mesh on (B)(6) 2006. It was reported the patient underwent urethral dilatation due to urethral stricture on (B)(6) 2006 and cystoscopy with urethral dilatation on (B)(6) 2007. She also underwent cystourethroscopy on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence and urinary retention.

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Event description:
It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage, descent of bladder, and incomplete bladder emptying.

Event description:
It was reported that following insertion the patient experienced urinary leakage, descent of bladder, and incomplete bladder emptying.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with cystoscopy and upper gastrointestinal endoscopy. The patient experienced pain, urinary problems, dyspareunia and recurrence. It was reported that on (B)(6) 2006 the patient underwent the partial release of mesh, on (B)(6) 2006 the patient had cystourethroscopic exam and dilatation from 8 french to 26 french, on (B)(6) 2007 the patient was diagnosised for urethral stricture & calcaneal spur and had calibrator urethral dilatation, cystourethroscopic exam, injection of kenelog and marcaine for left heel and on (B)(6) 2007 the patient had cystourethroscopic exam ,dilation and removal of toe nail right, left as well as 2nd toe heel injection.